Event description:
The customer reported filament regulator failure errors during pt cases. No pt or injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and the high voltage connections were re-lubricated. A filament calibration was performed and completed. The system was tested and found to be working as intended and returned to service. The event may have resulted in an accidental radiation occurence.